Event description:
It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion and stent damage was observed.the patient presented with cardiogenic shock. Vascular access was obtained via the femoral artery. The de novo, 90% stenosed and eccentrically shaped target lesion was located in the moderately tortuous and moderately calcified diagonal and left anterior descending arteries. Pre-dilation was performed with an unspecified 3.0x20mm balloon. The 3.0x38mm taxus liberte long coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. Upon removal, stent damage was identified. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion and stent damage was observed. The patient presented with cardiogenic shock. Vascular access was obtained via the femoral artery. The de novo, 90% stenosed and eccentrically shaped target lesion was located in the moderately tortuous and moderately calcified diagonal and left anterior descending arteries. Pre-dilation was performed with an unspecified 3.0x20mm balloon. The 3.0x38mm taxus liberte long coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. Upon removal, stent damage was identified. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned complaint device revealed several struts lifted and bent back in the first four proximal rows of stent struts. There was no other damage to the stent or the stent delivery system. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).